Event description:
A nurse reported that during treatment an air leak was identified on the arterial side of the top of the cassette where it connects to the machine. Treatment was stopped; there was no blood loss to the patient. This occurred on five different blood lines from the same lot (MDR 3 of 5).